Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.  The complaint device was received and inspected. As per service manual operational and diagnostic analysis confirmed reported issue (air is going through tubing flowing into the bag). Replaced irrigation roller pump head as identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The roller pump head which caused this issue was replaced. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaints reported for this serial number device that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep that fms vue pump during knee arthroscopy case air is going through tubing flowing into the bag, changed tubes and still not working correctly. No delay, no injury to the patient, hospital-owned.